Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-mar-2027, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 19-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that electrodes 2, 4, 5, 6, 7, 13 and 15 had high impedances showing as avoid. The impedance values were 24700, 24700, 24650, 24700, 24750, 24750, 24750. There were no other stimulation issues. The programming was moved off the electrodes marked as avoid. The cause of the issue was not known and the issue was ongoing. Additional information was received from the manufacturer representative (rep). It was reported that there were high lead impedances. The leads were returned.

Manufacturer narrative:
Analysis: pli# 10 product ID# 977a260 analysis identified that the {x} conductor(s) was/were broken in the distal end of the lead. Pli# 20 product ID# 977a260 analysis identified that the {x} conductor(s) was/were broken in the distal end of the lead. Pli# 40 product ID# 97791 analysis identified that the injex anchor was cut; consistent with explant procedure. Pli# 50 product ID# 97791 analysis identified that the injex anchor was cut; consistent with explant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.